Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that she was hospitalized for a low blood glucose of 21 mg/dl. The customer was found lying on the floor before being taken to the hospital. At the hospital the customer was removed from the insulin pump and treated with short-acting insulin. The customer was hospitalized for four days, but the hospital stay was not entirely focused on the low blood glucose: the customer underwent other medical treatment. No products were returned or replaced.